Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that all of a sudden, like a bolt of lightning out of the sky, their symptoms were back to where they started. Further stating that their peeing symptoms returned. Patient reported they had an x-ray, but that it was unrelated to their device. They did not have their patient programmer to do troubleshooting at the time of the report. They were redirected to their healthcare provider to resolve sudden return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the cause of sudden return of symptom was unknown. He just started peeing like old times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the cause of sudden return of symptom was unknown. He just started peeing like old times. There not step taken to resolve the reported issue. The patient weight was reported as (B)(6) lbs.